Event description:
It was reported to boston scientific corporation that a gold probe device was used during a gastrointestinal hemostasis procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, during the procedure, a "snapping" noise was heard, but the tip did not completely separate. The procedure was able to be completed with another of the same device. There were no adverse affects to the patient.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.